Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It aws reported that during the inspection in the orthokit center were detecting the tool breakage. When occurred in hospitals is not known. September 19, 2017 - evaluation of the returned impactor found the metal end portion of the handle broke off.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.